Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that prior to delivering a 3.8 unit bolus she checked the pump quick info and 55 units remained in the cartridge. After delivering the 3.8 units, she checked the quick info again and it only decreased to 54 units remaining in the cartridge. Customer is certain about the cartridge volume amounts, and is concerned the pump is not properly subtracting insulin. No adverse event. A request was made for the return of the device.